Event description:
A malfunction alarm was reported without any preceding notable events. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided pump reset information. The malfunction did not recur post-reset, and the customer was advised to continue using the pump and to call back if the issue appeared again.